Event description:
A nurse reported that a glaucoma shunt was inserted and found by the surgeon to have ¿no flow¿. The shunt was clogged. The shunt was removed and replaced with a backup without harm to the pt. No further info is expected.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental report MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. No further info was provided. (B)(4).